Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 103mm diameter abdominal aortic aneurysm. It was reported that a type iii fabric endoleak was noted in the bifurcate. It was noted that the patient received treatment with a femoral-femoral bypass and aui conversion, with limb extension and endoanchors implantation. This resolved the event. As per the physician, the cause of the type iii endoleak is not determined. No additional clinical sequelae were reported and the patient is fine.